Event description:
The dental implant fx3612swc was removed on (B)(6) 2020 due to failure to osseointegrate 4 months after implantation. The patient has no significant medical history. The patient required bone augmentation for the operation. The patient has recovered without complications.